Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer and the o2 gas module was replaced. The ventilator was then functioning. No ventilator logs were provided. The replaced part was not returned for investigation. Alarms for high o2 concentration are generated when the o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were passed without remarks. Since no part was returned for investigation, the root cause of the generated alarms has not been determined.

Event description:
Manufacturer's ref #: (B)(4).